Event description:
It was reported the gastrointestinal videoscope exhibited error code e315 during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified for the error code e315. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.